Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the inventory for station in server need to be cleared. A technical support specialist unloaded the medications in main, auxiliary and smart remote manager. Customer verified on server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server inventory for station in server need to be cleared. Customer mentioned that the device was damaged by water and unable to use so the inventory for main, auxiliary and remote manager needs to be cleared to remove the medications from the system. However, there were no delays or adverse events or injuries reported based on this event.